Manufacturer narrative:
The pod was received with the soft cannula deployed. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula. The download data from the received device does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No drive stalls occurred, and no hazard alarms were generated during pod operation. Inspection of the patient history buffer (phb) data found that the automated glucose control (agc) algorithm was able to appropriately adapt to changes to estimated glucose values (egvs) and user inputs. The investigation could confirm that the soft cannula internal damage contributed to the reported event.

Event description:
It was reported the patient's blood glucose level rose to 444 mg/dl while wearing the pod between 24 and 36 hours on the abdomen. The patient reported being unsure if the pod was delivering insulin. As treatment, the patient administered manual injections of insulin.